Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction which occurred five days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, pimples/bumps, and pus under the sensor pod area only. The patient stated it was his first time experiencing this type of reaction and he decided to apply otc topical triple antibiotic ointment to the area before consulting a physician. On (B)(6) 2025, the patient consulted his physician who prescribed a two-day course of oral antibiotic medication (unspecified name and dosage). At the time of the report, the reaction had already healed after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.